Event description:
It was reported that there was loss of capture observed on both the right and left ventricular lead through the implanted device. The ventricular output was increased, but loss of capture was still observed. Both the left and right ventricular leads had undefined impedance and there was no pacing. An eternal device was used for temporary pacing. An x-ray revealed no fracture on the leads, so the issue was thought to be in the device header. The device was explanted and the lead tested within normal measurement through the analyzer. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.